Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 240 mg/dl and a manual injection was administered to address the bg level. The contact performed a supply change to resolve the occlusion. Additionally, an altitude alarm was received while the contact was changing the cartridge. The customer's bg level was not impacted by the altitude alarm. The contact reported that the customer was using manual injections for insulin therapy as they were unable to clear the altitude alarm after 45 minutes. Tandem technical support attempted to follow up with the contact multiple times in regards to whether the altitude alarm cleared; however, no response was received.